Manufacturer narrative:
Approximate age of device ¿ 3 months. A correlation between the device and the reported event could not be conclusively determined. The pump was not explanted; therefore, no product was available for investigation. Stroke, neurologic dysfunction, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, sudden severe neurological symptoms occurred and severe intracerebral bleeding was diagnosed. Brain death was confirmed and the lvad was stopped. The patient expired on (B)(6) 2018. It was reported that the lvad system had performed as intended. No additional information was provided.